Event description:
It was reported that the lead insulation "bunches" around the introducer and can be straightened out after peeling away the sheath; the 'numbers all look good' and the caller states that it is not serial number specific but the physician has noted it a few times. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.